Manufacturer narrative:
Model number/ catalog number: sc-2316-50, serial number: (B)(4), batch/ lot number: 18650678, model/ catalog description: infinion 16 lead kit 50 cm. Model number/ catalog number: sc-3400-30, serial number: (B)(4), batch/ lot number: 18432734/18432734, model/ catalog description: splitter 2x8 kit-sterile. The explanted devices were not returned to bsn as they were kept by medical facility.

Event description:
A report was received that the patient was experiencing loss of stimulation due to high impedances on the leads. It was also reported that the splitter cable was compromised in terms of position. The patient underwent a replacement procedure and was doing well postoperatively.